Manufacturer narrative:
A review of the service history for the analyzer identified no contributing factors and no subsequent issues of splashing have been reported. A review of tracking and trending data in the product monitoring review for alinity c/clinical chemistry found no systemic issue or trends related to the issue described in the complaint. A review of trending data and manufacturing documentation for the tubing, peristaltic head (rohs) did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
Patient information: no further information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While repairing the alinity c processing module the abbott service technician was sprayed in the eyes. The issue occurred while replacing the peristaltic pump tubing. The technician (male, (B)(6)) flushed his eyes with the eye wash. No further treatment was obtained at the time of the incident. No further impact to the technician was reported.